Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the jaws of the sureform 60 stapler opened upon firing and the staples fell from the green reload into the patient. This occurred twice, both with green reloads. This complaint is being used to capture the first fire. The procedure was completed robotically with no injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the sureform 60 green reload be returned for evaluation; however, the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Investigation from the advanced stapler log review and follow up, reveal the first installation had four incomplete clamping cycles using a green reload. The second installation, using another green reload, resulted in a fire with no pause for compression. This was the first da vinci stapler fire of the procedure and the first occurrence of the reported unintuitive motion. The cta reported that when the stapler clamped, it didn¿t seem to clamp all the way and when it fired, the jaws opened and straight, open staples fell out of the reload. There was no effect on the tissue, no staple line formed and no tension on the bowel when fired. A specimen retrieval bag was inserted, and the suction irrigator was used to place the staples in the bag. Next, a blue reload was placed on the sureform 60 stapler and the surgeon made five unsuccessful clamping attempts and never fired. The last installation was done using another green reload. There was an unsuccessful clamp, successful clamp then un-clamp, and finally, a third clamp and fire with no pause for compression. This fire was done on a specimen that had been resected and not yet removed from the abdomen. During this fire, the cta reported the same unintuitive motion occurred and staples again fell out of the reload. The staples were retrieved in the same manner and without any confirmation testing of complete removal. A review of the advanced stapler logs for the sureform 60 (part #480460-09 / lot #l92211108-0031) associated with this event was performed. Investigations reveal it was installed on the system four times and fired twice. Firing occurred on the second and fourth install, using a green reload (part #48360g-08) each time. On the first install there were four incomplete clamping attempts ranging from 63%-66%. On the second install, firing was completed with no pauses for compression. On the third install with a blue reload, user made five completed clamping attempts with no attempt to fire. Lastly, on the fourth install, there was an incomplete clamping attempt that failed at ~70%. The next clamp was completed, then an unclamped before a third clamp, followed by the second fire of the procedure which was completed with no pauses for compression. There were no stapler related errors correlating with this instrument in the msc logs. The first fire was on universal surgical manipulator (usm) 4 and the second fire was on usm 2. No image or video clip for the reported event was submitted to isi for review. The probable root cause of failure to deliver staples may be attributed to either device design or use conditions. Regarding design, the instrument I-beam assembly can be broken due to broken gear teeth and/or gear supports. Regarding use, the sureform stapler instrument may experience firing issues if it detects too much tissue in the crotch of the jaws or the potential for inadequate tissue thickness. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staples fell from the reload and into patient during a da vinci assisted procedure. The fragments were retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the incident to occur. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the primary failure of undeployed pusher was found to be related to the customer reported complaint. Upon visual inspection, the reload appeared to be used and fully fired. The reload was disassembled in-house for inspection and the reload was found to have undeployed pushers. All 5 undeployed pushers appeared to have at least 1 unreleased/unformed staple remaining in the pusher pockets. There was no obvious signs of damage and the knife and shuttle appeared to be fired through the end of the reload. A review of logs showed no firing failures. The root cause is attributed to a component failure. Further inspection showed the shuttle, blade, cartridge, and pushers were all intact. The knife and shuttle were found at the distal end of the reload which confirms the whole firing sequence was completed. However, 5 undeployed pushers were observed towards the midway point of the reload. All other pushers had been deployed and staples were no longer present within the cartridge. This reload was returned with the sureform 60 stapler instrument, which was found to have a broken I-beam. This reload was likely being used during the break of the I-beam which offset the angle of the I-beam as it moved forward, deploying some pushers, while missing others. The undeployed pushers were on either side of the knife line, suggesting the I-beam was disconnected from the anvil groove and unintendedly moving within the cartridge. The broken I-beam is likely the main contributor to the undeployed pushers, as no other damage or failure was observed on this reload. Please refer to MFR report number 2955842-2022-15701 / patient identifier (B)(6) (sureform 60 stapler instrument) and MFR report number 2955842-2022-15664 / patient identifier (B)(6)(second green sureform 60 reload) for investigation results of these devices used in conjunction with this sureform 60 green reload at the time of the event.